Manufacturer narrative:
An event regarding a periprosthetic fracture involving a triathlon femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed because the device was not returned for evaluation. Medical records received and evaluation: not performed as medical records were not provided. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices, x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation to determine a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient underwent bilateral tka in (B)(6) 2016. At the first post-op visit, it was discovered via radiograph analysis that the femur had subsided into slight varus and it appeared to have a small fracture of the distal femur. At the time, the pt did not have discomfort and decided not to revise. A few months went by, and subject was having difficulty walking, so decided to undergo revision. In (B)(6) she underwent revision for mechanical complication left total knee arthroplasty with subsided femur, round periprosthetic osteoporotic left femur fracture.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient underwent bilateral tka in (B)(6) 2016. At the first post-op visit, it was discovered via radiograph analysis that the femur had subsided into slight varus and it appeared to have a small fracture of the distal femur. At the time, the pt did not have discomfort and decided not to revise. A few months went by, and subject was having difficulty walking, so decided to undergo revision. In august she underwent revision for mechanical complication left total knee arthroplasty with subsided femur, round periprosthetic osteoporotic left femur fracture.